Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced cannula issue on (B)(6) 2026 as cannula was found bent which was in use for two days. The blood glucose level was high (293 mg/dl) and treated with insulin pump. No further information available.